Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to a mastoiditis. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. However, the presence of the device might have contributed to its subsequent development. The explanted device has not been received for investigation yet.

Event description:
The user was explanted for a complicated mastoiditis with bezold's abscess.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was explanted for a complicated mastoiditis with bezold's abscess.